Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Representative samples were received for evaluation. The covidien site received 206 packaged syringe samples and twenty-four unpackaged syringe samples with this customer report. The safety shield was extended and locked on the twenty-four unpackaged syringe samples. A complete investigation was performed. Visual inspection was conducted to the quality inspection standard. A complete lack of one graduation line was identified on one of the syringe samples, short or thin graduation lines were identified on seven of the syringe samples and broken barrel print was identified on one of the syringe samples. Based on the reported issue, a shield compression force test was performed on the 230 syringe samples. The shield compression force test is used to quantify the force required to retract the shield once the shield is in the locked position. All of the syringe samples met the specification requirements for shield compression force. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since a safety shield defect could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. The following control mechanisms are in place to prevent the occurrence and acceptance of safety shield defects failure the syringe molding, assembly and packaging processes: covidien maintains material verification processes. The resin, lock insert and adhesive must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel and shield is conducted within a validated process. Visual inspections are periodically performed and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The barrel printing is conducted within a validated process. The ink viscosity is controlled and barrel print quality is visually inspected and physically tested for adherence to the quality inspection standard. Procedures and standard work instructions exist for the set-up, operation and maintenance of the printer. The machine the syringe is assembled on is equipped with a vision system which inspects for adhesive presence to ensure sufficient adhesive is dispensed to retain the cannula and lock insert without overspill or excessive adhesive dispense. The safety shield is exercised during installation to ensure proper movement. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly and to prevent damage to the syringe assembly. During manufacturing, associates visually inspect syringe assemblies and test product to ensure the requirements of the quality inspection standard are met. Functional testing is conducted throughout the production run to ensure specification requirements for shield activation force, shield detach force and shield compression force have been met. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes visual and physical testing requirements. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The instructions for use indicate: immediately following the injection or aspiration procedure, lock the safety needle shield. Push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your thumb or finger behind the needle at all times. The magellan safety syringe is locked once the needle tip has been completely covered and shield is in the fully extended position. Verify locked position through audible, tactile, and/or visual feedback. Once safety shield is locked, immediately discard the magellan safety syringe into the nearest sharps container following applicable regulations. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a tb needle. The customer states that the clinician claims the safety device failed on the tb needle. The clinician claims that she heard and felt the safety activate although after activation she claims the safety device fell back down, leaving the needle exposed and risk of a needle stick. She did in fact get a needle stick from this incident.